Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula of the infusion set "fell apart" when the patient connected the tubing to the cannula. The cannula was inserted into the patient when the patient realized the product was "faulty". No further information was provided regarding the product issue. No adverse event reported. Return of the suspect device was requested for evaluation.